Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was making a high-pitched noise and was not powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power up, high pitched noise) has been confirmed. Upon eval, while performing the flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective flash memory. The pt received a replacement monitor.